Manufacturer narrative:
(B)(4) (patient selection - scar tissue and femoral popliteal graft at access site). The customer reported, the device remained implanted in the pt. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the arterial stick was higher than normal to avoid scar tissue and femoropopliteal bypass graft. Post vessel closure, the pt returned to the emergency room and was treated for pulmonary embolism. The pt was reported to be hypertensive and very ill and was sent for a CT scan; however, the pt died. It was suspected the pt had a retroperitoneal bleed. Pt was bleeding from the access site where starclose se clip was placed. Though requested, no additional info was provided.